Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose result was 178mg/dl. This was the only result provided. Tests were done 10 mins apart. No further info has been reported.